Event description:
The customer reported that they noticed a burning smell and smoke came from the back of the unicel dxc 600 pro synchron system. Their was no sparks or flame, no exposure and no injury occurred due to this event. No erroneous results were generated due to this event. The fire department was not called. The facility has a risk management plan.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse replaced the burnt pump box relay and the burnt relay harnesses connected to the pump box to resolve the issue. (B)(4).